Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 400 mg/dl. The customer was treated through the pump for high blood glucose but not hospitalized. The customer stated that the screen is green and blue. The customer is having a sugar attack and the it got jammed between door and car. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had partial display. Customer blood glucose was 400 mg/dl. The customer is not using an (B)(6) aaa alkaline battery and the device was dropped and bumped. The customer was advised not to insert battery because screen had discoloration. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump was unable to perform testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarms test due to cracked and bleeding lcd glass.